Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. This report is for the second device. The device was evaluated and found to be within specification. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
According to the information at hand a patient received four xive s plus dental implants on (B)(6) 2020. On (B)(6) 2020 the implants were explanted due to inflammation/allergic symptoms.